Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experience hyperglycemia. The customer¿s blood glucose level was 436 mg/dl. Customer stated that they calibrated and cannot get back into auto mode, auto mode was off to charger transmitter. Customer stated that after troubleshooting they were able to turn back on auto mode. Customer stated that after troubleshooting they were unable to troubleshooting for high blood glucose because they were at work. Customer stated that they were keep getting blood glucose required twice after they took blood glucose with meter and was sent to insulin pump. The devices will not be returned for analysis.